Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for routine follow up. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed. No further information was available.

Event description:
New information received noted that the patient presented in clinic for follow up on 8sep2019. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming changes were discussed. No interventions were made at this time. There were no consequences to the patient.